Event description:
It was reported that the pt was trying to lift themselves out of their wheelchair into the bed without assistance from the medical staff. Reportedly, the pt was using their body weight to move themselves onto the bed. Allegedly, the bed slid. The pt caught themselves and there was no injury. Reportedly, the brakes were inoperable on the bed.